Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a pacemaker mediated tachycardia (pmt) episodes which a retrograde measured 313 milliseconds. Patient noted a changed in heart rate and is dependent. Boston scientific technical services discussed the option of retrograde conduction testing and to optimize post-ventricular atrial refractory period accordingly. As of this time, this crt-d remains in service. No adverse patient effects were reported.